Event description:
It was reported the customer had a motorcycle accident and the touchscreen became shattered. The pump screen would no longer turn on. The customer's blood glucose (bg) was not impacted. The customer reported that manual injections would be used for alternate insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the touchscreen is shattered and does not turn on. The customer's blood glucose (bg) was not impacted. The customer reported that manual injections would be used for alternate insulin therapy.